Event description:
Prosthetic shoulder arthroplasty global advantage (product code is not identified) was performed last year. Since the patient¿s condition was not improved after the surgery, the stem and head components were removed this year, leaving the glenoid component implanted. After the removal, the patient complained of severe pain and requested for re-implantation. The reoperation is planned a week after the reported date.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Provided information states bone resection was not enough, noted the overstressing of the rotator cuff with the patient, and the surgeon reported that the mis-alignment with the implantation. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time.should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.